Manufacturer narrative:
Patient information now provided.

Manufacturer narrative:
Patient information was not available from the site at the time of this report. A software investigation was performed which analyzed the archive of the patient scan. It was found that the quality of the scan was poor and contained scatter that could not be removed. Software is functioning as designed.

Event description:
A surgeon reported during a cranial biopsy procedure that he could not get an accurate registration. He stated that he used tracer registration and was accurate checking facial landmarks. However, when he checked the back of the head, he stated that he was inaccurate. He mentioned that the 3d model was poor and had a lot of scanner artifact (MRI). A medtronic representative tried to guide the surgeon, via phone technical support, in altering the 3d model to improve it and offered to try tracer again. The tracer was still inaccurate on the back of the head. The alternative registration of point merge was also used, but it was not within acceptable error margins to proceed. The patient was taken back to MRI and another scan was done. This scan worked and the surgeon was able to register and proceed with the surgery. The length of the surgery was extended by 3 hours in order to get the second scan. No harm to the patient occurred and the procedure was completed successfully with the use of navigation.